Event description:
Philips received a complaint on the v60 ventilator indicating that error code 1008 was displayed multiple times. The device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) stated that the customer reported the 1008 error code was displayed multiple times. The rse advised the customer to confirm that the da to mc cable was seated properly. It was then advised to replace the da pcba to mc pcba cable, followed by the da pcba and then the mc pcba. Information was received indicating that the customer is still waiting for the repair parts.

Manufacturer narrative:
In a good faith effort (gfe) response received on 20dec2022, the customer stated that they were not waiting on any further parts because they were having a field service engineer (fse) from philips come in to complete the repair. A new record (pr#2789333/salesforce case#(B)(4)) which was reported under MFR report number 2031642-2023-00077 was created, which states that the customer had replaced the da pcba to mc pcba cable and solenoids 2 and 4, but the reported issue persisted leading to the need for the fse. The repairs were reported under MFR report number 2031642-2023-00077, which included: a philips field service engineer (fse) went to the customer site to perform the onsite service and replace the gds part. After replacement of the gds, the unit passed all required tests and was returned to service.